Event description:
The customer reported that while inserting a balloon over a guide wire through the hemostasis valve the physician noticed that the rotator had come apart. No harm or injury was reported.

Manufacturer narrative:
Device eval: the eval has not been completed. A f/u report will be submitted when the eval has been completed. Eval - a f/u report will be submitted when the eval has been completed.